Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment but resistance was encountered. The device was removed and it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. There was no patient injury.